Event description:
Needle issue - smiths medical hypodermic needle-pro edge safety device 25g x 1 in ref (B)(4), lot 6100817, exp 03/05/2030. Staff had attached flu vaccine to the needle to give to patient. Upon proceeding to inject the vaccine, the syringe popped out/disconnected from the needle while it was in the patient's arm. This happened despite staff checking several times that the needle was appropriately twisted and locked in place with the syringe. We have had prior issues with the connection of this needle to syringe where there's leaking of vaccine/medication from the connection.